Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the battery cap was stuck. The customer's blood glucose level was unknown. The customer was able to remove the battery cap with a large, flat-head screwdriver. The customer's device alarmed failed battery test. The customer declined to troubleshoot the alarm. The customer was to change the battery and monitor the device. Nothing was replaced or returned for analysis.